Manufacturer narrative:
Sensor 3mh005p6f0w has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified high readings from the freestyle libre 2 sensor. The customer experienced symptoms of trembling and loss of consciousness. The customer was taken to the hospital and received intravenous glucose for diagnosis of hypoglycemia and was hospitalized for 9 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified high readings from the freestyle libre 2 sensor. The customer experienced symptoms of trembling and loss of consciousness. The customer was taken to the hospital and received intravenous glucose for diagnosis of hypoglycemia and was hospitalized for 9 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified high readings from the freestyle libre 2 sensor. The customer experienced symptoms of trembling and loss of consciousness. The customer was taken to the hospital and received intravenous glucose for diagnosis of hypoglycemia and was hospitalized for 9 days. There was no report of death or permanent injury associated with this event.